Event description:
Implantation of permanent pacemaker by manufacturer biotronik. Boxing and packaging of pacemaker leads appear not to conform to industry standards. Packaging causing questioning of integrity of product.